Manufacturer narrative:
Received one used list #unknown, 3-port manifold; lot #unknown and one used list #unknown, extension tubing; lot #unknown. The single used 3-port manifold was pressure leak tested and leakage was observed due to a tear in the tubing near the bond to a female luer. The probable cause of the tear that resulted in leakage is typical of inadvertent pulling forces during use. Correction in g1 - contact office first name and g1 - contact office last name.

Manufacturer narrative:
E1 - initial reporter phone has an extension number of (B)(6). The device was received for evaluation. The investigation is still pending.

Event description:
The event involved an unspecified 3 port manifold where it was reported that during infusion of milrinone and bumex, it was cracking when b2148 (60" smallbore ext set w/clamp, luer lock) was attached to it. It was also reported that the tubing was replaced, and therapy was resumed. The medication also replaced. They switched out to a tri-fuse set up and new medications ordered. There was patient involvement and no human harm reported.